Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator (ins). The reason for call was caller stated that the patient had a stimulator put in and it has been "revised multiple times". Caller stated the patient reported they had previous leads left in placed that were not taken out due to scar tissue. Caller didn't have any further details on when or why the revisions were done or about the leads left implanted. Agent reviewed patient's current stimulator and lead model information.